Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline leaked immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The leak originated from a broken connection at the bottom of the venous chamber. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3, h7, h9. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, it was discovered that the venous chamber was separated from the main line tubing. The complaint product sample was visually inspected and found that the main line tubing has a presence of solvent, however, the tube was not fully assembled to the port venous chamber. As the tube can be observed, all the tube has solvent present, however, only the tip was assembled. After further inspection no other problems were found with the product. A dimensional test was performed and the test results were acceptable. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility's clinic manager (cm) reported that a fresenius 5008x bloodline leaked immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The leak originated from a broken connection at the bottom of the venous chamber. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline leaked immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The leak originated from a broken connection at the bottom of the venous chamber. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: a4.